Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they noticed that the cannula was shorter than usual. The customer's blood glucose was unknown at the time of incident. Troubleshooting was performed for damaged cannula. The customer reported low blood glucose of 57 mg/dl and was treated with juice. The sensor will be returned for analysis.